Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient experienced a blood glucose (bg) of 390mg/dl with strong fruity breath odor, abdominal pain, nausea, vomiting, and unspecified ketones. The patient was taken to the emergency room and treated with IV fluids. Customer support (cs) completed troubleshooting and the basal delivery totals in tdd do not match active basal program total (there was no known cause for the variation). The basal history matches the active basal program settings. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2015 with the following findings: the basal tdd¿s on 2015-10-15 appear to be inaccurate due to a loss of prime related to a cartridge change; deliveries interrupted from 21:10 to 21:37. The last bolus delivery was on 2015-10-19 and the last basal delivery was on 2015-10-21. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. No eaw¿s occurred during testing. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint. Display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)